Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and lot expiration dates are unknown. Althoug the device expiration unknown, complainant stated that device was used prior to expiration date. (B)(4) for the reported event of stent kinked post procedure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-12780 refers to the first stent and manufacturer report # 3005099803-2013-12779 refers to the second stent. It was reported to boston scientific corporation that two advanix double pigtail stents were implanted in the in the hepatic portal region of the bile duct during a bile duct drainage procedure performed on (B)(6) 2013 . According to the complainant, during the procedure, difficulty was experienced when placing the first stent. However, the procedure was completed with both of these devices. On (B)(6) 2013. The patient experienced symptoms of cholangitis. An examination was conducted and found that the first stent was kinked. The physician thought the cholangitis may have been due to the kinked stent, however the exact cause of the cholangitis is unknown. It was also reported that the stent may have kinked when loading onto the advanix delivery system during the initial placement procedure, however this is also unknown. Both stents were removed and two flexima 12cm stents were placed to complete the procedure. There were no patient complications reported as a result of this event aside from cholangitis symptoms. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-12780 refers to the first stent and manufacturer report # 3005099803-2013-12779 refers to the second stent. It was reported to boston scientific corporation that two advanix double pigtail stents were implanted in the in the hepatic portal region of the bile duct during a bile duct drainage procedure performed on (B)(6) 2013 . According to the complainant, during the procedure, difficulty was experienced when placing the first stent. However, the procedure was completed with both of these devices. On (B)(6) 2013 the patient experienced symptoms of cholangitis. An examination was conducted and found that the first stent was kinked. The physician thought the cholangitis may have been due to the kinked stent, however the exact cause of the cholangitis is unknown. It was also reported that the stent may have kinked when loading onto the advanix delivery system during the initial placement procedure, however this is also unknown. Both stents were removed and two flexima 12cm stents were placed to complete the procedure. There were no patient complications reported as a result of this event aside from cholangitis symptoms. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The stent was returned for evaluation. Investigation found the stent to be kinked and the pigtail curl to be relaxed on both ends. The noted damage may have occurred during the procedure or when the device was implanted. The risk of the reported event is noted within the direction for use (dfu), therefore the most probable root cause for this complaint is anticipated procedural complication. A review of the device labeling and direction for use (dfu) showed the device was used according to its label. A review of the device history record (DHR) could not be performed since the lot number was not provided in the reported complaint.